Event description:
A peritoneal dialysis pt called and said he was in fill 1 and was getting pt line blocked message. He looked at the cassette and noticed that there was a hole in the cassette and that solution had leaked into the cycler. There is no report of pt ill effect. No sample is available for evaluation.